Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connector of connecting tube could come off of the scope if connecting tube (maj-1513) used in combination with the subject device was broken. However, a definitive root cause could not be determined. The suggested event can be prevented by handling the device in accordance with the following information for use (IFU): ¿reprocessing manual". "Reprocessing endoscopes and accessories using an automated endoscope reprocessor / washer-disinfector. Be sure to attach all required connectors to the endoscope and accessories. For details concerning appropriate connectors, refer to the instructions of the aer/wd manufacturer.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with an olympus representative following up for a device return status, the customer reported that there is nothing wrong with the scope. The customer is going to speak with the biomedical department about returning / replacing the maj-1513. The device will not be returned to olympus for evaluation, as there was no issue with the scope. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope was attempted to be reprocessed on the oer-pro but the maj-1513 did not stay connected to the scope, when the reprocessing sequence ended the user facility noted that the connector came off the scope. The customer only had one bf-p190 scope and one maj-1513 connecting tube. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifier: (B)(6).